Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. Incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsular bag tore with the presence of vitreous during the implantation of a zcb00 23.5 diopter lens. Therefore, a vitrectomy was performed. An incision enlargement was required and sutures were used. The replacement lens was a ar40e 22.5 diopter lens. There was no patient injury and the patient is doing very well post-operatively with a visual acuity of 20/25 minus 2. Also, the vitreous was clear, pressure is down by 16, and the patient is very happy with the procedure. The removed lens is noted to have been discarded at the surgical site. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.